Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-13, additional information was received from a healthcare provider (hcp) via a clinical study. No catheter granuloma was found. The patient's baseline weight was not measured/weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, serial (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (30.0 mg/ml at 11.550 mg/day) and bupivacaine (3.5 mg/ml at 1.3476 mg/day) via an implantable infusion pump. It was reported the patient underwent a magnetic resonance imaging that was ordered by the doctor to check for catheter granuloma on (B)(6) 2017. No further complications were reported.